Event description:
Sorin group received a report that during a procedure the perfusionist noticed air being pulled into the top of the vanguard cardioplegia unit. The device was replaced and the case was completed without further issues. There was no report of pt injury.

Manufacturer narrative:
Patient info was not provided. Sorin group (B)(4) manufactures the sorin (B)(4) bcd vanguard surface modified blood cardioplegia. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that during a procedure the perfusionist noticed air being pulled into the top of the vanguard cardioplegia unit. The device was replaced and the case was completed without further issues. There was no report of patient injury. Inspection of the vanguard found that the hydrophobic value was missing. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.